Event description:
While updating the pump, a malfunction was reported, displaying the code malf 0. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump using the provided instructions, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any future occurrences of malfunction codes.